Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported air bubbles appeared all the time after the customer had done a set change. Customer did not rewind the device while still connected. Fixed prime was performed until all air bubbles where no longer visible. Insulin was not stored at room temperature. Customer stated she would take the insulin out 5 days prior to doing a set change and insulin would be hot. Customer was advised to do it 24 hours prior. No further information reported.